Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 54 mm abdominal aortic aneurysm. A bifurcated etbf2816c166ej ((B)(4)) was implanted via the right approach. The right internal iliac artery was embolized with coil, etlw1613c156ej ((B)(4)) was implanted to the external iliac artery on the right ipsilateral side, one non-medtronic stent was implanted inside the etlw1613c156ej ((B)(4)). Etlw1624c156ej ((B)(4)) was implanted on the left contralateral side to the internal and external bifurcated side of the common iliac artery. A CT was performed approximately one week post index procedure, where it was noted, that the implanted non-medtronic stent graft was kinked and a thrombus was found inside. It was stated that the thrombus was partially removed with a non-medtronic device and a fem-fem bypass was also started as part of the treatment. As per the physician, cause of the event was patient vessel morphology due to a severely tortuosity of the external iliac artery. No additional clinical sequelae were reported and the patient will be monitored.